Manufacturer narrative:
Age at time of event; corrected data: this information was inadvertently left off of the supplemental #01 MFR. Report.

Event description:
While the patient underwent vns replacement surgery, the patient's mother reported to the company representative that the patient had an increase in seizures ever since the neurologist has increase the vns therapy settings and would not lower therapy back to the previous settings. The patient's mother explained that the vns helped the patient tremendously, but just recently the patient was having more seizures. The date of the change in settings and the increased seizures was not report. Due to this report, but surgeon agreed to program the settings back to the previous therapy level. No vns malfunctions were alleged in regards to the patient's increased seizures and the patient's replacement surgery was not related to the complaint of increased seizures. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the physician's office that the patient's mother had called the office a little more than a month before the patient's vns generator replacement surgery and again a little over a month after the vns generator replacement surgery; however, during these calls, there was never a mention of an increase in seizures. The patient's last office visit was approximately 3 months prior to the vns generator replacement, and there was no mention of any issues with the device. The explanted vns generator is not expected to be returned as the explanting facility discards the devices.